Event description:
It was reported that the physician attempted to macerate the thrombosis within a stent using a 7fr over the wire ptd device. The device became tangled up in the stent. In the process of removing the device, the stent fractured. The physician was able to remove everything but the patient will probably lose function of the fistula. There was a delay in treatment. However, no patient harm and no patient death was reported.

Manufacturer narrative:
(B)(4). The device is not expected to be returned. Manufacturing records will be reviewed and any relevant findings will be included in a follow-up report.